Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that an angioseal device dislodged. Resulting in large retroperitoneal bleed. Suspected negligent delay in diagnosing the bleed, this led to catastrophic haemorrhage and patient's death a couple of days later.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the product/lot number combination, the UDI no., the expiration date, the device manufacture date, and the device history review. A review of the device history record of the product code/lot# combination was conducted with no findings.